Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that it was working very well but in the last couple of weeks, they have experienced a return of baseline symptoms. The device is no longer working. They have tried all programs to maximum settings. The patient changed to program 7 and increased amplitude up to 8.5 and it did not resolve the issue and the patient is feeling no stimulation sensation. The patient denied any falls or traumas. It was recommended that they follow up with their healthcare professional..